Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had a possible over delivery and blank display anomaly on the insulin pump. Troubleshooting was performed. Customer advised they experienced low blood glucose levels and believed it was due to possible over delivery. Customer experienced blank display at times and the battery would quickly deplete. The insulin pump will not be returned for analysis.